Event description:
It was reported that during the implant procedure, the helix could not be extended after multiple attempts to find a location with good measurements. The lead was removed and replaced with a new lead. It was also reported that tissue was found on the tip of the extracted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the helix could not be extended after multiple attempts to find a location with good measurements. The lead was removed and replaced with a new lead. It was also reported that tissue was found on the tip of the extracted lead. No patient complications have been reported as a result of this event.